Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot at this time. Based on the information available, the reported positioning failure was due to challenging patient anatomy. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip gen 4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported tissue damage was likely due to the grasping attempts made due to the reported positioning failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two mitraclips devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage occurred during grasping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4 and acute papillary rupture. The first clip delivery system (cds) (cds0701-xtw, 00204u150) was advanced to the mitral valve and the clip was implanted without issue. A second cds (cds0701-xtw, 00102u122) was advanced to further reduce mr and grasping was performed but grasping was difficult due to thin leaflets. After several attempts the clip grasped and was deployed. After, approximately 10 seconds, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was suspected that tearing of the leaflet had occurred. A third cds (cds0701-ntw, 00107u279) was advanced and grasping was performed but was difficult due to the thin leaflets and leaflet tearing was noted. The clip was not implanted and was removed. A fourth cds (cds0701-xtw, 00204u155) was advanced and there was difficulty grasping the leaflets and tissue damage continued; therefore, the clip was not implanted and was removed. The procedure was aborted as the leaflets continued to shred every time they grasped. Two clips implanted and mr remained at 4. The patient was scheduled for mitral valve replacement. No additional was provided.